Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the one month ago the pt came in with shortness of breath, and the team found a clot in outflow using computerized tomography scan (CT). The pt was listed as 1a transplant, however became more symptomatic and was placed in ICU to stabilize with inotropes. It was noted that the clot was possibly due to pt weight gain, compressing the outflow graft causing a low flow state. A physician was made to exchange the lvad with another lvad.